Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated an alert 38 for consecutive stalled motor after the user exceeded the intended wear time of the infusion set, restarted the device, and then received an insulin set expired notification; the user began changing supplies and cgm reconnection to the ilet was pending. Symptoms included insufficient clinical information. Outcomes included insufficient information regarding impact to the user. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall related to insulin delivery, with a mechanical problem identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.